Event description:
It was reported that the programmer would shut down on its own after being turned on. The caller was advised to check if the battery was charging and to check the power cord and power supply for issues. The caller was advised that if the power cord appeared to be working a new battery should be ordered, or the unit could be returned to service. The current status of the programmer is unknown. There was no patient involvement.